Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted due to "possible thickened tissue or possibly host tissue ingrowth." The op report received noted, "a calcified completely closed bovine valve was explanted." The discharge summary also indicated that the valve "was leaking as well as was quite stenotic." It was learned that the patient tolerated procedure well.

Manufacturer narrative:
Method = xray. Evaluation summary: as received, the valve exhibited cut outs in the tissue at leaflets 1 and 3, possibly taken for pathology testing at the hospital. Approximately half of the free margins of both leaflets were cut off. As received, heavy layer of host tissue overgrowth (pannus) covered most of leaflet 2 at the cusp area and its free margin. Host tissue also curled the free margin, evident at the outflow aspect. Host tissue overgrowth was moderate to heavy at the remaining tissue outflow. It encroached onto the remaining tissue by approximately 7mm. At the tissue inflow, moderate to heavy host tissue overgrowth encroached onto leaflet 2 and into the orifice by approximately 11mm. Host tissue overgrowth most likely restricted mobility in the leaflets and led to stenosis. Host tissue was minimal at stent inflow and minimal to moderate at stent outflow. Moreover, moderate to heavy calcification was noted in the free margins of all three leaflets at all three commissures. Calcification most likely contributed to stenosis as well. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation confirms host tissue overgrowth (pannus) as the primary cause of the reported stenosis leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information received to suggest a device quality deficiency that may have caused or contributed to this event.